Event description:
A caller reported a cartridge alarm 20 during the load process, which continued even after loading a new cartridge. Technical support assisted in the loading attempt, but the alarm persisted, requiring a pump replacement. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the customer's pump to be replaced since the current pump was out of warranty. A loaner pump was sent, complete with updated software as per the customer's preference. Follow-up communications included verifying tracking information, confirming the delivery address, and discussing the loaner pump agreement.